Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump battery intermittently could not be charged. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.